Manufacturer narrative:
Four fast-fix 360 curved needle delivery systems were returned for evaluation in the same packaging making lot identification prohibitive. The devices belong to complaints (B)(4). All devices have no suture or ts attached but were returned for evaluation. Three out of the four insertion needles are bent. The constructs showed damage to all t2s at its proximal end. Per the device IFU (B)(4) under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿.

Event description:
It was reported during the procedure, after the t1 deployed, the t2 implaint would not deploy when the knob was depressed.